Manufacturer narrative:
The device was unavailable for evaluation. It was reported that a screw backed out past the locking mechanism at the bottom level of a 2 level resonate plate. The original surgery date was (B)(6) 2023. The back-out was discovered on 6-10 month follow up images. The post-op image provided shows several millimeters of the screw being proud of the plate at the bottom level of the 2-level plate. It also appears the allograft spacer is broken at the bottom level. In the immediate post-op images, there is a dark spot next to the bottom level of the plate which may be a fragment of the slider blocking mechanism. It is unclear whether some damage occurred to the plate or sliders inter-operatively or what the cause of the issue could have been. It was reported there was no pain or adverse effect to the patient. The screw was removed during a revision surgery (B)(6) 2024. The plate was left in the patient. The screw was discarded by the hospital. No determinations can be made for the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace a screw that backed out of a resonate plate post-operatively.